Event description:
Ous MDR - after an implantation time of about 39 months, oversensing with inappropriate shock was reported. No worsening of the pt's state of health was reported. The lead was explanted.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, fraying of the insulation was found 26 cm distal the connector pin and a fraying of the coating of the rope conductor to the ring electrode at the same site. This damage manifestation can, with high probability, be regarded as the cause for the clinical complaint. Fraying of the insulation requires an excessive mechanical load of the lead. The position and characteristics of the fraying lead to the assumption of the simultaneous occurrence of strong pressure of the lead against the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind to characterize the positional relationships of the implanted system in the body were not available for analysis. The deformed shock coil is probably a result of the explantation process. The analysis was unable to find mfg errors or material defects.